Event description:
It was reported that the patient was having trouble inflating the device. Physician was able to inflate and deflate the device but the pump was hard to squeeze. Physician decided to replace the pump only. The original reservoir and cylinders were left in place. No patient complications related to device.